Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump was not emitting audio tones. The vibratory feature was functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: during evaluation, the powered on and displayed the verify screen. There was no audible tone alarm. The vibratory alarm functioned properly. The pump case was removed and a failed electrical connection was found in the audible circuit. A test component was installed and the audible tone responded appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.